Event description:
The high-flow nasal cannula had lost power despite being plugged in and having an external battery. The external battery (b# (B)(4)) had shut off turning off the machine. The nurses provided oxygen with a non-rebreather until it was turned back on. Then the unit was removed from service and another unit was put in place on the patient.